Event description:
In process of removing umbilical artery catheter, clinician withdrew approx 1cm easily, then catheter snapped into two pieces at the 9cm mark. Catheter remaining in umbilical artery was clamped; pressure applied to umbilicus; and remainder of catheter withdrawn in one piece. Estimated blood loss 8cc. 26 wk gestation preemie. Weight 945 g.